Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a refrigerator door failure occurred. The refrigerator on 5 green c failed to open, and the system did not progress past the screen instructing the user to open the door. The door was completely stuck and prevented nurses from dispensing patient medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remote manager refrigerator door failed and did not open. A field service engineer (fse) found a broken microswitch in the latch assembly causing the failure. The fse replaced the latch assembly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.